Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in a severely tortuous circumflex (cx) artery. The target area was predilated with a 12mm balloon. The physician was advancing the taxus liberte' 3.0x8mm drug eluting stent in the guide catheter when the shaft broke. The stent delivery broke inside the guide catheter. The fractured stent delivery system was able to be removed without any patient complications. The procedure was completed with another stent. The patient remained in stable condition and was discharged from the hospital three days later.